Event description:
It was reported that pump displayed cgm error 42 related to g7 sensor, and patient stated this same pump issue had occurred four times previously but had been resolved independently each time. There was no reported impact to the customer¿s blood glucose level. Customer service walked patient through pump reset, after which error did not reappear, advised patient to wait 20 minutes before starting new sensor session, and recommended contacting technical support if pump malfunction occurred again.